Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Concomitant medical product: 4196-88 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to the hospital after having a cardiac arrest. An interrogation showed that the right ventricular (rv) lead had t-wave oversensing (twos). The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.